Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, the patient obtained the blood glucose readings of 133 mg/dl and 99 mg/dl on the reported meter within 20 minutes. The patient took no actions due to these meter readings. At an unspecified time later that day, the patient experienced the symptom of sweating. The patient did not seek any medical attention or treatment. The patient continued to take his usual set doses of insulin to manage his diabetes. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining normal to elevated meter readings on the reported meter, therefore this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(4) 2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.